Event description:
It was reported that there was a foreign particle that required medical intervention (medication, extended hospitalization and surgical intervention).

Manufacturer narrative:
Pr (B)(4) MDR. This complaint was received as a part of a bd generated surgiphor use survey. The survey respondent does not provide clarifying information, nor contact information for follow-up. Foreign particles can lead to medication, extended hospitalization, and surgical intervention; however, we did not receive enough information, nor will a product be available for investigation. This event will be submitted as an adverse event only. Bd was unable to perform a thorough investigation as no sample, lot or batch number were provided. A follow-up will be provided if additional information is received. Procode: fqh (lavage, jet) and fro (dressing, wound, drug). Device not returned.